Event description:
Approximately 14 months post procedure ((B)(6) 2014), a patient passed away at the changed hospital. The reason of death was unknown. No further information is available. On (B)(6)2013, two smart control and two smart stents were placed in the left superficial femoral artery. This is a case from (B)(4) smart pms for sfa and the case number is (B)(4).

Manufacturer narrative:
Approximately 14 months post procedure ((B)(6) 2014), a patient passed away at the changed hospital. The reason of death was unknown. No further information is available. On (B)(6) 2013, two smart control and two smart stents were placed in the left superficial femoral artery. This is a case from (B)(4) smart pms for sfa and the case number is (B)(4). (B)(4). The product remains implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that the lot of products met all requirements per the applicable manufacturing quality plan. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors.

Manufacturer narrative:
(B)(4). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.